Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported error 5 were not reproducible during analysis, but was confirmed to have occurred through review of log files.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue. Prior to the error, the unit had been left on overnight during an attempt to transmit a reading. This caused the unit to overheat.